Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they had issues with no delivery alarm. The customer states they changed out their set and insulin started to squirt out, and then received motor error alarm. The customer's blood glucose level at the time of incident was 415mg/dl. The customer treated with manual injections. The customer was unable to remove the set to examine the cannula. The customer states they no longer have infusion set inserted. The customer was advised the issue may have been site related. No further assistance provided.